Manufacturer narrative:
Conclusion: based on received information, it can be assumed that an active electrode migration was caused, inadvertently, during a chronicotitis media intervention. Furthermore, device investigations did not reveal any device defect or problem and a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Therefore, no available information points to the device having caused or contributed to the observed symptoms. This is a final report.

Event description:
Since a treatment for chronicotitis media on (B)(6) 2018 the user no longer had sound perception with the device. Reportedly, examination using the otoscope showed that the electrode moved from the cochlea. As per additional information received, chronic otitis media begun in (B)(6) 2017. It is likely that the electrode migrated out of the cochlea during the treatment received on (B)(6) 2018. The user does not have any known wound healing disorders or medical propensity for infections. Re-implantation took place on (B)(6) 2018.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since a treatment for chronic otitis media on (B)(6) 2018 the user has no longer sound perception with the device. Reportedly, examination using the otoscope showed that the electrode moved from the cochlea. Re-implantation took place (B)(6) 2018.